Event description:
When plugging in the stealthstation treon, the electrical circuit breaker in the building tripped, causing loss of power to the anesthesia machine and the surgical lights. Power for the anesthesia machine was restored by plugging into a different outlet. Anesthetic gas monitoring is not available for the first 5 minutes after a power loss, while the monitor re-calibrates.this problem is related to an earlier medsun report from the same facility.